Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated a patient generated low cbc results on the cell-dyn 1800 (hgb = 4.2 g/dl). The patient was sent to the ER where cbc results were normal (data not provided). In addition, the initial sample was sent to a reference laboratory yielding results within normal range (hgb 13.2 g/dl). The patient was released from the ER and there was no report of impact to patient management.